Manufacturer narrative:
Findings: received unit with a blank display due to the battery tube connector noted seated properly into b-1 interface board. Unable to test for button error alarm due to blank display. However, unit had moisture damage on keypad traces. Unit had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The caller stated that the customer has not been using the insulin pump for 3 or 4 days because there was moisture under the screen of the insulin pump causing a blank display. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.